Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that a patient underwent a colon procedure on an unknown date and suture was used. The patient experienced dehiscence on an unknown date and an emergency corrective procedure was performed. The current condition of the patient is unknown. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/05/2018. Summary of attached: patient born (B)(6) 2011 with perforated anus and rectourethral fistula. On (B)(6) 2011 underwent diverting sigmoid colostomy. A vaseline gauze was placed over the distal mucous fistula. (Notes state patient needed to grow prior to repairing fistula). On (B)(6) 2012 posterior sagittal anorectal plasty with repair of rectourethral fistula. On (B)(6) 2012 resection of distal colon and rectum with colorectal anastomosis for closure of divided colostomy. The anastomosis was performed with 5-0 pds suture. A leak test was performed, ¿there was no obvious leakage and suture was placed to reinforce any area that appeared to have any bubbles¿. On (B)(6) 2012 exploratory laparotomy, washout of the abdomen, creation of diverting colostomy and mucous fistula. ¿the previous anastomosis was identified and a couple of stitches in the anterior wall of the anastomosis appeared to have dehisced.¿ a diverting colostomy was performed. Findings: "the patient had evidence of leak from his anastomosis. The anterior 2 to 3 sutures were dehisced leading to intraperitoneal leakage. There were no other anomalies found. " (B)(4).